Event description:
It was reported that the patient underwent a peripheral angioplasty procedure with access obtained bilaterally. A pre-insertion angiogram revealed the vessels were appropriate for angio-seal deployment. The physician sealed one of the puncture sites with a 6f angio-seal device. The physician then proceeded to seal the puncture on the opposite leg. The physician found the location of the vessel, deployedl the anchor and heard two clicks on the device. The physician then decided to move to the other side of the table to finish deployment. When the physician pulled back; a great deal of resistance was felt and the device appeared to be stuck. The physician did not want to cause trauma to the artery by pulling too hard; therefore, he asked the vascular team to remove the device surgically. The procedure was done under general anesthetic and there were no reported complications. The patient was fine. The sjm representative reviewed deployment technique with the physician.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined.